Event description:
It was reported the physician was implanting a 25mm gore helex septal occluder to close an atrial septal defect. The device was locked and released in the defect but a residual leak was noted. It was felt that the device may be in a fenestration and not in the true defect, so it was decided to remove the device. A snare and forceps were used unsuccessfully to remove the device. The physician then chose to try to retrieve the device from the internal jugular. A snare through a 12fr. Sheath was able to grab the device and pull it into the right atrium. The device was partially captured in the sheath when the uncovered portion of the device moved down to the tricuspid valve. The device was gently pulled out of the tricuspid valve and by elongating the device with the snare from above and with forceps from below, the device was recaptured in the femoral sheath and removed. Tricuspid regurgitation was noted in the patient after removal from the valve. The physician then implanted a 14mm occluder and the patient was doing well.

Manufacturer narrative:
Results: the review of the manufacturing records verified that this lot met all pre-release specifications. The image review stated that the physician implanted a 25mm gore helex septal occluder to close an atrial septal defect. The device was locked and released in the defect but a residual leak was found afterward. The physician decided to remove the occluder; however while retrieving the occluder the left disc prolapsed through the tricuspid valve and migrated into the right ventricle. The occluder was removed by snaring it from the superior vena cava and inferior vena cava and was removed through the sheath. The defect was closed with the implant of a 14mm amplatzer septal occluder. The engineering investigation stated that the occluder shape and size were unremarkable and that the leaflets were intact. The physician also reported difficulties retrieving the device after lock release. The investigation revealed deformations to the eyelets and lock loop that are consistent with removal of the device using snares and sheaths. Based on inspection of this device, there is no indication that the reported event listed above was due to design or manufacture of the device.